Event description:
It was reported that after post-dilatation of a stent in a left upper arm fistula, the pta balloon got caught in the stent during the retraction attempt. During withdrawal of the balloon, the balloon moved a stent graft that had just been implanted proximal to another stent that folded on itself. Two additional stents were deployed. The patient was reported to be doing well following the procedure.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. This is the same event as MDR # 2020394-2013-00084.